Event description:
It is reported that while in surgery a nk flex size 5 finishing block removed more posterior chamfer bone than size 4 finishing block which resulted in a gap between the smaller size 4 final implant and the bone.

Manufacturer narrative:
Evaluation: no product was returned. Review of the device history records was also not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. A review of the design of the femoral components indicates that the design intent is to have a small gap between the femoral component and the bone. The gap that was alleged in this report was not quantified by the user. A review of similar devices with a successful clinical history of 12 years indicates that the natural knee flex femoral components have less of a gap in the worse scenario than the clinically successful similar devices. Given this, it is not felt that the patient is at a risk with the component that has been implanted. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.